Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Residual longevity estimation was 15 months on (B)(6) 2017 following numerous therapies (atps and shocks). An analysis is requested about the residual longevity because the battery curve seems to not match with residul longevity.

Manufacturer narrative:
Preliminary analysis showed that the battery depletion is in consistent with the used battery capacity.

Event description:
Residual longevity estimation was 15 months on (B)(6) 2017 following numerous therapies (atps and shocks). An analysis is requested about the residual longevity because the battery curve seems to not match with residual longevity.

Event description:
Residual longevity estimation was 15 months on (B)(6) 2017 following numerous therapies (atps and shocks). An analysis is requested about the residual longevity because the battery curve seems to not match with residual longevity.